Event description:
Had birmingham bilateral hip resurfacing in (B)(6) 2009. In (B)(6) 2013 I was diagnosed with extremely high levels of chromium and cobalt as well as synovitis and metal debris floating near my hip. Diagnosis or reason for use: osteoarthritis.